Event description:
It was reported that the patient (pt) reported for several weeks they have had trouble with the neurostimulator battery (ins) being really slow to charge and right before the ins goes dead it surges. Pt described this surge feeling like they had increased intensity without having touched it. Pt explained they were trained to crank up the frequency/intensity until they could feel it, then back it back down to just where they stop feeling it. Pt added the controller no longer reads 'finished' when the ins has fully charged. Pt mentioned the manufacturer representative (rep) was going to take a look at the controller but when they went to take the battery pack (bp) out it came apart. Pt stated they also can not get the controller to communicate with the ins without having it held right over the ins even with the recharging antenna (rtm) connected. Pt said this only happens if they have had stimulation off and needing to turn it back on. Pt mentioned they had an epidural 3-4 weeks ago and had a recheck with the healthcare provider (hcp) yester day. An email was sent to repair to replace both the controller and battery pack. The patient was redirected to their hcp to further address surge sensation if it continues after receiving the replacement devices.

Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# (B)(4) product type programmer, patient product ID 97745bp lot# serial# (B)(4) product type accessory date of event: date is approximate medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.